Event description:
The facility representative reported a pump with failure code 570:320:831 found during bio-med testing. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 25, 2007. Evaluation summary:the device evaluation was completed and failure code 570:320:844:000 (on power-up), found to be due to the depleted (damaged) battery condition, was confirmed. Service installed new batteries and tested the device. A review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.